Event description:
It was reported that the patient was having t-wave oversensing and inappropriate therapy. The physician had made some changes during the patients last visit to overcome the issue, but it kept occurring. It was recommended to reprogram the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.